Manufacturer narrative:
Internal file number - (B)(4). Device status changed from not returned to returned. Evaluation summary: the device was returned for analysis. The reported material rupture was unable to be confirmed. The reported difficulty to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, the investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Device status changed from returning to not returning. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, as the device was not returned for analysis, the investigation determined a conclusive cause for the reported difficulties cannot be determined.

Manufacturer narrative:
(B)(6). Concomitant products: dilatation catheter: oberon 2.0 x 9; guide wire: balance middleweight. The stent delivery system is not expected to be returned for evaluation. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the proximal right coronary artery that was totally occluded and 99% stenosed. Pre-dilatation was performed with a 2 x 9 mm balloon dilatation catheter. Stenting was being performed with a xience alpine 3 x 18 mm stent delivery system when the balloon balloon burst at 12 atmospheres. The stent delivery system was removed from the anatomy with resistance felt. The stent was confirmed to be successfully deployed. There was no clinically significant delay and no adverse patient effects reported. The procedure was successfully completed and the stent remains implanted in patient. No additional information was provided.